Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 700 mg/dl at the time of incident. The customer's blood glucose was 187 mg/dl at the time of call. The customer reported that they were vomiting. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and found that cannula was bent. The customer declined to complete troubleshooting. The insulin pump will not be returned for analysis.